Manufacturer narrative:
(B)(6). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported follow an initial knee arthroplasty, the patient was revised due to dislocation. The screw became loose causing the implant to dislocate. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: kne-nexgen-femoral-unk lot#unk item-unk, kne-nexgen-tibial tray-unk lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The surgical technique has a warning stating that under-tightening the hinge post extension may allow it to loosen over time. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.